Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device did not infuse the full volume of the secondary infusion. The secondary infusion was programmed to infuse 100ml at a rate of 50ml / hour. The primary saline infusion was programmed to infuse 15ml at a rate of 15ml / hour from a 200ml bag. The customer indicate they believed "that the lines were switched around that may be the primary was used as secondary line instead of being used as intended." It was noted 200ml was missing from the primary saline bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a25 no apparent adverse event (3189), g04105 pump, b17 device not returned, c19 no device problem found, d14 no problem detected. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device did not infuse the full volume of the secondary infusion. The secondary infusion was programmed to infuse 100ml at a rate of 50ml / hour. The primary saline infusion was programmed to infuse 15ml at a rate of 5ml / hour from a 250ml bag. The customer indicate they believed "that the lines were switched around that may be the primary was used as secondary line instead of being used as intended." It was noted 200ml was missing from the primary saline bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device did not infuse the full volume of the secondary infusion. The secondary infusion was programmed to infuse 100ml at a rate of 50ml / hour. The primary saline infusion was programmed to infuse 15ml at a rate of 5ml / hour from a 250ml bag. The customer indicate they believed "that the lines were switched around that may be the primary was used as secondary line instead of being used as intended." It was noted 200ml was missing from the primary saline bag. There was patient involvement but no harm.